Event description:
During a laparoscopic cholecystectomy, it was reported during the initial placement of trocars, upon entering the 2nd 5 mm trocar from a lap chole tray, the scrub nurse had difficulty getting the red reset button to stay in place on the trocar. It took several attempts before it would stay down. There was no consequence to the pt.